Manufacturer narrative:
Correction: serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported endoleak at implant was confirmed; however, the exact source/type of endoleak could not be determined from the single still returned angiogram. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy, and additional images during implant including angiogram cines with endoleak interrogation, did not allow for a more comprehensive determination of the endoleak source/cause. A type ia endoleak seems unlikely as the contrast blush was seen while injecting from within the aortic body, and a type iiia junctional endoleak also seems less likely as there appeared to be sufficient component overlap. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this potential type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that during the index procedure, a large indeterminate endoleak was noted. The physician re-lined the lliac limbs to rule out a type iii or type IV endoleak in the limbs. It was reported that the endoleak persisted after the re-lining of the limbs. As per the physician, the cause of the event was thought to be a tear in the bifurcated stent graft. No additional clinical sequelae were reported and the patient is fine.